Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). No sample is available for investigation. Without the actual sample, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. Reviewed the DHR and there is no abnormality found during in-process and at final control inspection.

Event description:
As reported by the user facility ((B)(4)): too slow flow or fast flow. Four diffusers used on the same patient (at home). Drug: ceftazidime.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used empty easypump ii lt 125-25-s in open packaging. The received pump was taken to a visual inspection. Damages or other deviations were not immediately detected. As-received condition the white clamp was closed. The original wing cap was not handed over by the customer, the patient connector was not blocked. After opening the top cap and removing the closing cone, we detected solution (liquid) respectively crystallized drug residues at the filling port (lli-cone). Moreover, the sample was approximately filled up to the nominal volume of 125 ml with nacl 0.9 % and a functional test respectively a leak test was carried out. After starting the pump (opening the white clamp) and waiting for 60 minutes the pump worked (solution was running). Furthermore, we tested the flow rate of the received sample. Nominal: 5 ml/h actual: 7.1 ml in 1 h; 6.1 ml in 2 hrs and 114.6 ml in 23 hrs (92 % of the total running time; mean 4.9 ml) the inspected sample is accordance with our requirements. The easypump ii lt 125-25-s is neither blocked nor does the pump shows abnormal values during the test of the flow rate. Therefore the reason of complaint is not comprehensible and we assess this complaint to be not "judgable". We have informed our manufacturer accordingly. As the complaint samples was contaminated, further investigation is not possible. However, slow flow rate issue is addressed in CAPA 001365.